Event description:
Reported due to device break requiring surgery. Physician attempted arteriotomy closure with the perclose a-t (closer ak) device following an interventional procedure. The groin had "severe scar tissue." The physician attempted arteriotomy closure of a gortex graft. The access puncture was antegrade. He reportedly experienced an anterior cuff miss. When the physician tried to remove the device he met "extreme resistance." "He tried dissecting the tract and getting a clamp on the distal device to help him retrieve the device." The device broke in half at the proximal guide. The pt was prepped and sent to surgery for removal of the distal guide that remained in the pt. The pt reportedly did well following surgery. Although requested, no additional information was provided.